Event description:
It was reported that balloon rupture occurred. The patient presented with arteriosclerosis obliterans. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 4.0mmx40mmx135cm (4f) sterling balloon catheter was advanced for dilation. However, during initial inflation at 10 atmospheres for several seconds, the balloon ruptured vertically into a single row. The device was removed, and the procedure was completed with another of same device. No patient complications were reported and patient was in good condition.